Event description:
A nurse reported that vitrector sounds like metal on metal into the guillotine during the surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received, it was confirmed that there was only the metallic sound that was different than normal. No other issues were reported. With this information, this event no longer meets reporting requirements.

Manufacturer narrative:
Based on information received, it was determined that the information provided for this event the vitrector sounds like metal on metal into the guillotine during the surgery. The surgery was completed. There was no patient harm, does not represent a reportable malfunction. The manufacturer internal reference number is: (B)(4).